Event description:
The iab was inserted into the pt on 7/26/96. On 7/31/96 after iabp for about five days, a small leak was detected during the night. A "small leak" alarm sounded from the pump. The pump was put on override for approx five hrs and then the iab was removed.

Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. The penetration has the characteristics typically produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subject to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.